Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post-uterine artery embolization (uae), the patient developed a perimetritic infection. The patient was treated for a 8.4×11×13 cm interstitial myoma with extensive endometrial contact and discharged to home 3 days post-uae. Approximately one month after the procedure, the patient presented with lower abdominal pain and pyrexia. Perimetritis was diagnosed and antibiotic therapy was administered. Myoma expulsion was noted two days later when it prolapsed from the vagina and was removed. At the time of this report, the patient is one year post-uae, remains asymptomatic, and the uterine was reported to have been successfully preserved.